Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are not ncr related to the reported issue. The returned product sample consisted of one palindrome sapphire 28/45kt vt catheter. Visual inspection revealed a hole on the joint of the catheter (between the hub and the am sleeve). During underwater test (functional test), bubbles were detected coming out below the hub from the lumen which corresponds to the venous extension. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was 107799. The DHR review indicated that there was no quality issues associated with this defect mode. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(4) 2014 that customer had an issue with a dialysis catheter. The customer states that after the catheter was implanted in the pt for 1 year and 2 months, a leak was discovered at the y junction. The catheter was pulled and replaced on (B)(6) 2014.